Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Once an in-vivo calibration is performed the values are reasonable. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This bpm unit has software version 1.69 installed. Customer told technical support that this is not the first time they have had the issue. Per the ccp, a case ran on (B)(6) 2015, the svo2 readings are 81 (more like they are used to seeing and will keep monitoring). At this time the customer does not want to send the device back to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the venous oxygen saturation (svo2) readings are lower than normal (readings in the 70's) on the blood parameter monitor (bpm) since the software upgrade. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the (B)(6) described inconsistencies in saturation readings that are not matching the clinical picture. The customer has decided that they will try and document the differences they are seeing by doing venous blood gases at the time they are doubting the displayed reading. Clinical services reminded the ccp about the importance of making sure that they are in a steady state when they perform this work. The ccp agreed and will contact the manufacturer with this information. There was no impact on patients associated with this complaint. Follow-up with the customer on (B)(6) 2015, they have been very slow in collecting any data. The ccp informed clinical services that they are comfortable with using the offset feature on one of the machines to compensate and while it doesn't seem to be as effective on the other machine, they understand the situation and have increased their vigilance and confirmation of values with discreet sampling utilizing their point of care analyzer. They will share the data when they get it collected to illustrate what they have seen.